Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. D6b: explant date: a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19918942.